Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited low sensing and high pacing thresholds. The fluoroscopy revealed that the lead had dislodged. The lead was repositioned and remained implanted. The patient's condition was good.